Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, upon explant, attempted closure with preclose without success, wire access maintained, after several attempts one perclose did take in known highly calcified vessel. A 6fr angioseal was also used, and pressure held for 20 min to make sure no oozing at site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.